Event description:
On (B)(6) 2023, a perceval valve pvs21 as implanted. There was no problem right after the implantation. Reportedly, about a month later, the patient had fever and pvl was noted. As such, the valve was explanted due to ie and replaced with inspiris 21mm. After explantation, it was noticed that the position of the valve was slightly migrated. Blood culture was performed, and the micro-organism was fungi. Based on the further information received, there was no pvl after the surgery and there was no problem with the device, but the slight migration was noted at the explant.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1208-jp, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # icv1208-jp) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Manufacturer attempted to follow up with this event and the device involved but no further information was provided despite manufacturer's multiple attempts of follow up. Since limited information is available and the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported events cannot be established but based on the medical judgment received, there was no problem with the device. Furthermore, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
H3 other text : discarded by site

Event description:
On (B)(6) 2023, a perceval valve pvs21 as implanted. There was no problem right after the implantation. Reportedly, about a month later, the patient had fever and pvl was noted. As such, the valve was explanted due to ie and replaced with inspiris 21mm. After explantation, it was noticed that the position of the valve was slightly migrated. Blood culture was performed, and the micro-organism was fungi. No further information is available at this time.